Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #975478. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in track, yes(19) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to why reported "device jammed after firing a staple into mesh at coopers ligament" occurred. Instrument was received with what appeared to have been mesh adhered to cartridge nose with dried body fluid. Instrument was examined, was found to be functional, and was cycled and fired remaining 20 staples well formed. Experience surgeon reported could not be repeated. Co reviews each incident as it occurs in an effort to continuoulsy improve co's products and processes.

Event description:
The device was used during a hernia repair procedure. The device jammed after firing a staple into the mesh at the coopers ligament. A new device was used to complete the procedure. There was no pt consequence.